Event description:
A terminal cancer pt on pain management therapy rec'd an overdose of morphine when attempting to use the pca button on different 6060 pumps. The account suspects pt tampering with the pump.